Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Device evaluation: one pump was returned for investigation in used condition. Event log history was performed, and no evidence was identified in the history. During analysis, the reported issue was unable to be duplicated. The device's sensors worked as they should. The downstream and upstream occlusion sensor passed calibration, functional, and the psi test. Perform preventative measures.